Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Additionally, it was reported that air bubbles were observed within the cartridge tubing. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. Customer's blood glucose was in 70 mg/dl range.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.